Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of decreased va due to low eye pressure, choroidal effusion, encapsulated bleb, decreased iop, and elevated intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a clinical patient experienced decreased va due to low eye pressure, choroidal effusion, dacryocystitis (not device related), decreased iop, conjunctival encapsulated bleb in the right eye against the xen®45 gts. Patient underwent injection of air into anterior chamber, revision of bleb with restriction suture and bandage contact lens, 5 fu injection, needling procedure, and anterior chamber washout. Patient then experienced elevated iop and was treated with glaucoma valve ahmed fp7 and vision graft. All reported events have been recovering/resolving. The device remains implanted.